Event description:
Pt recently had a vax d treatment. Pt was strapped into safety belt and a shoulder collar and laid on machine the machine turned on. Pt suffered a severe shooting pain and had no way to shut down the machine and the dr had left the room. Pt was in pain for another 5-10 mins till he returned. Pt suffered severe pain on way home and still feels the pain but it has lessened some. Point is there should be a emergency stop within the reach of the pt should any emergency arise, shouting pain or even a cardiac emergency could happen. How hard would it be to have a panic stop next to pt's hand. Pt feels this modification should be done right away. There is up to 80 lbs of pressure on a pt when something bad could happen. Drs are distracted by phone calls, other pts or even a bathroom break and pt is strapped to a machine in possible harmful pain.